Event description:
It was reported to ge that the images from one patient were being mixed with those from another patient. The tech had entered only partial accession numbers and did not always press the new patient key, causing duplicate studies. Training was provided and system performance verified. No damage done because doctors involved detected the anatomy differences and used hard copy to read the exam.